Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: joules used: 35,670 joules. The fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, "fiber card not permitting fiber function - fiber read excessive energy, and put the machine into standby mode continuously" at 35,673 joules. The fiber was exchanged and the case completed with the second fiber at 355,157 joules. Patient outcome: "ok" reported. No patient or user injuries reported.

Manufacturer narrative:
Correction to MDR: date should have been 01/06/2016 and not 01/06/2015